Event description:
It was reported that this right atrial (ra) lead was explanted due to superior vena cava syndrome. This ra lead was replaced and was discarded in the facility. No additional adverse patient effects were reported.